Event description:
On (B)(6) 2010, the patient's mother reported the patient's insulin infusion sets are kinking and she sees air bubbles in them. She stated the bubbles appear when the patient is bolusing. She said this has happened twice with this lot number of infusion sets. She discarded the infusion sets at issue. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.